Event description:
Device did not function as expected. It was reported, "during a duracon cr surgery, used a cr baseplate small, and a duracon cs lipped tibial insert small 11mm. Fit perfectly on tibial baseplate. Doctor hit once to lock, would not lock. Tried again several times, would not lock. Had to use another implant."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 23 events associated with this event type (device did not function as expected) and product code (jwh).